Event description:
It was reported that during routine maintenance, the manufacturer¿s international service technician encountered an error code in the error log. There was no patient involvement. The event date was not specified, estimate used.